Event description:
An esophageal dilatation procedure was performed and the pt was discharged. On their way home from the hosp the pt experienced severe epigastric pain. The pt returned to the hosp and a perforation was diagnosed at the juncture of the esophagus and stomach. Surgical repair of the perforation followed. Follow up indicated the balloon did not completely deflate following the procedure. The scope and balloon were removed as a unit and the balloon was cut to facilitate withdrawal. It was also indicated a rigid dilator was also used during this procedure. The exact cause of the perforation could not be determined. Co believes this event was a result of a procedural complication. The directions for use state: "the balloon must be thoroughly deflated and all fluid removed prior to withdrawal (approx 20-30 seconds)...possible complications that may result from a gastrointestinal balloon dilation procedure include, but may not be limited to: perforation; hemorrhage; hematoma; septicemia/infection; allergic reaction to contrast medium."